Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a decreased monitoring voltage one month post-implant. Premature battery depletion was suspected. Additional information was received that the battery had depleted further.